Manufacturer narrative:
(No problem found) due to the condition of the device, the reported event of "ar-8330h shaver is overheating" could not be confirmed during evaluation and is most likely the result of use error.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/26/2023, it was reported by a sales representative via (B)(4) that an ar-8330h shaver is overheating. No case involvement.